Event description:
For about 3 years, I used a narval cc mandibular positioning device to manage sleep apnea. Now I experience teeth crowding on the lower jaw as a result of using this device. I consulted with an orthodontist, and will have to take treatment to correct teeth positioning once I successfully switch to a different method of managing sleep apnea.